Event description:
Applied libre3 plus sensor on (B)(6) 2026 at 1:30am. After existing sensor that had put on (B)(6) 2026 gave message on app that sensor was defective. With sensor from (B)(6) 2026. It would not activate after about 3 hours of trying. So, I used my last sensor. And even it took about an hour to get activated. Have contacted abbott about the sensor and told there is nothing they can do about replacing the sensor. So, seeing what you can do about them selling defective sensors. Pt code: 4582. Device code: 1559. Reference: mw5186325, mw5186326.